Event description:
Patient reported right side no complaint against the device. Healthcare professional reported right side fluid build up around the breast and exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ seroma: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side no complaint against the device. Healthcare professional later reported no complaint against the device. Healthcare professional additionally reported "fluid build up around the breast and exchange". Healthcare professional later reported "indeterminate prominent internal mammary chain lymph nodes" and "unchanged prominent 1.0 cm right internal mammary chain lymph node" via MRI report. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "indeterminate prominent internal mammary chain lymph nodes" and "unchanged prominent 1.0 cm right internal mammary chain lymph node" via MRI report. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3b, b3, b6, h6.

Event description:
Patient reported right side no complaint against the device. Healthcare professional later reported right side fluid build up around the breast and exchange. Healthcare professional additionally reported "indeterminate prominent internal mammary chain lymph nodes" and "unchanged prominent 1.0 cm right internal mammary chain lymph node" via MRI report. Device has been explanted and replaced.